Event description:
It was reported that medical attention was sought on (B)(6) 2018 around 10:00 pm after receiving continous l-b error codes from her prodigy diabetes meter. It was also discovered that the end user was using incompatible test strips (pharmacists choice ts). The end user was educated on using only compatible test strips with their meter. The end user was shaking, sweating, confused, leg weakness and her heart was pounding. She was taken to the ER and upon arrival a blood glucose test was performed with the hospitals meter with a result of 18 mg/dl. An IV of glucose was administered to assist in stabilizing her glucose result. After 4 hours in the ER the end user was discharged with a blood glucose reading of 200 mg/dl. She was also instructed to continue to check her blood glucose and eat small snacks. No additional details were provided in regards to this medical event.